Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Approximately 53 months post index procedure patient expired, cause of death is unknown. It was not assessed whether the death event was related to the study stent.

Event description:
During the index procedure, there was one endeavor drug eluting stent implanted in the lad. It is reported that approximately 49 months post index procedure, the patient suffered a stroke. Investigator has assessed that the event was not related to the device. No further complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).